Manufacturer narrative:
Evaluation results: lesion morphology- (lesion calcification). Inherent risk of procedure - (stent deformation). Deformation problem. Conclusion results: lesion morphology- (lesion calcification). Inherent risk of procedure - (stent deformation). (B)(4).

Event description:
It was reported that while attempting to use a 2.25mm diameter x 30mm length endeavor resolute (rx) drug eluting stent to treat a calcified lesion distal of the right coronary, the device failed to cross the target lesion. The physician gave up the surgery. It was reported that the device was prepped prior to use with no abnormalities noted. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. The distal tip was stubbed and flared. There was overlapping of two struts evident on the 10th distal segment and these struts were overlapping on the 9th distal segment. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).